Manufacturer narrative:
The customer reported that this g9 monitor will unexpectedly enter into standby mode during patient use and it will give no error messages or warning. No known harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this g9 monitor will unexpectedly enter into standby mode during patient use and it will give no error messages or warning. No known harm or injury occurred.

Event description:
The customer reported that the g9 monitor was unexpectedly entering standby mode during patient use with no error message or warning. No known harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the g9 monitor was unexpectedly entering standby mode during patient use with no error message or warning. No patient harm was reported. Investigation summary: the reported device was returned for repair. During the evaluation of the returned device nihon kohden repair center (nk ts) was not able to duplicate the reported issue of the unit going into standby mode. No touchscreen functions were available during the evaluation. The graphics card, ssd, connector cover, and battery were replaced to resolve the issue. The software version was also updated. As the reported issue could not be duplicated, a root cause could not be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. It is likely that the reported issue may have been related to the components replaced to address the touchscreen issue. As such, it is possible that the cause of the issue may be related to hardware failure of the replaced components. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 06/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/17/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the g9 monitor was unexpectedly entering standby mode during patient use with no error message or warning. No known harm or injury occurred.